Event description:
Information was received from a consumer via a healthcare provider (hcp) regarding a patient who was receiving fentanyl via an implantable pump for unknown indications for use. It was reported that the hcp thought the pump may not be working as they have had an increase in pain for a few days now. The patient said that they "needed their pump fixed" but the hcp did not know what the patient meant by that statement. The hcp wanted a company representative to come out and check the pump. Additional information was received from the patient reporting that they were now in the hospital because they did not "feel like the pump is working". Patient stated the pump "is full of fentanyl" but they do not feel it. Patient wanted a company representative (rep) to interrogate the pump. The patient's physician assistant stated they have had to give the patient "numerous pain increases" to deal with their pain. The patient said she was still in pain and had to go into the emergency room. The patient also mentioned that they were looking for the pump to be turned down as she was having foot surgery soon.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.